Manufacturer narrative:
Additional information was received indicating that the patient had been experiencing stridorous breath sounds. It had been discovered that the trach tube had been inserted upside down. The medical team and respiratory therapist were notified. The trach tube was then changed out. It was reported that the flange numbers are observed to be small and hard to see.

Event description:
Information was received that while a smiths medical tracheostomy has a cannula and flange that are movable. The obturator needs to be inserted in order to place the tracheostomy tube. The flange does not have directional orientation to it. No adverse effects have been reported.